Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. The battery remaining in this device has decreased from 38% down to 16% in approximately three weeks. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.